Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred despite changing the site multiple times. Blood glucose was 326 mg/dl. Reportedly, the customer changed the cartridge and infusion set to address the event.